Event description:
The customer reported that the 840 ventilator was inoperable. There was not pt involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended to clean the graphic user interface (gui) screen, the ground isolation test and re-seat the gui cable. The customer reported to have cleaned the gui screen and performed the ground isolation test and was not able to duplicate the reported malfunction. The unit passed all tests. Covidien was not authorized to evaluate the device.

Manufacturer narrative:
Covidien reference # (B)(4).